Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. Upon interrogation, the left ventricular lead exhibited a loss of capture. An egm revealed atrial flutter in the left ventricular channel. A chest x-ray was performed which revealed the lead had dislodged. The physician elected to program the lead off and continue to monitor the patient.

Manufacturer narrative:
(B)(4).